Event description:
A system alarm occurred during a routine hemodialysis treatment. Clear fluid was observed. Treatment was discontinued without rinseback, resulting in an estimated blood loss of 190cc. The pt required a blood transfusion on approx (B) (6) 2010. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. The disposable cartridge was discarded and not returned for eval. The reported leak cannot be confirmed. No further investigation is possible. The user's guide provides adequate instructions for troubleshooting system alarms and performing rinseback. The user's guide warns to monitor for potential leaks. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.